Manufacturer narrative:
Additional information: b5, h6, h11. B5: further information specified the expected therapy time was 24 hours; however, the actual time was over 35 hours. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event occurred sometime between october 14, 2024 - november 5, 2024. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused during infusion. The infusion time was expected to be between 24 to 46 hours, but the device infused within 31 to 52 hours. The device contained unspecified cytostatics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.